Manufacturer narrative:
B5- per updated information the lens was explanted on (B)(6) 2023. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial in liquid with residue/debris on product. Visual inspection found the lens optic and haptic broken. Due to significant lens damage, unable to perform dimensional/refractive inspection. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -10.00 diopter was implanted into the patient's right eye (od) on 18- sep-2023. Refractive surprise was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.